Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged as confirmed through chest x-ray. The lead was repositioned successfully. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.